Event description:
The following was reported to hamilton medical ag: the device could no longer be operated from around 8 p.m. On (B)(6) 2024. The touch, the pressure dial and the front panel keys do not work. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. While the device was ventilating a patient, the touchscreen, p&t button and front panel keys stopped working. The user interface became unresponsive and the change of settings/device control was not possible. Neither harm to patient, user or third party nor a treatment delay was reported. No interruption of ventilation or medical intervention was reported. The issue is not likely to be serious to public health but has potential to cause serious injury or death if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The problem was probably caused by a loose cable connection. However, the exact cause of how the cable came loose cannot be determined. The hospital technician checked and reconnected the front display cable to the display and display board and the user interface responded without errors. The hospital technician completed successfully the service software and the device was released for use again.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the device could no longer be operated from around 8 p.m. On (B)(6) 2024. The touch, the pressure dial and the front panel keys do not work. No health consequences or impact.